Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Customer stated had crack in battery compartment and case. Advised the customer the insulin pump would be replaced. Customer's blood glucose was 600 mg/dl. No further information provided.